Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that a m103 generator was opened but not used due to a loose setscrew and septum plug. It was stated on the questionnaire form that the screw and silicone protection for the screw of the generator disconnected very easily. The physician decided to use another generator to implant because she did not feel safe to implant the generator with the screw loose. Review of the design history record showed that no unresolved defects or non conformances were associated with this device. The device also passed all specifications/inspections prior to distribution. The device is expected to be returned but has not been received to date.

Event description:
The generator was received for analysis on (B)(6) 2015 with the reason state as "there was loosening the screw and silicone protection that keeps the fixed electrode in the generator." Product analysis for the generator was completed and approved on (B)(6) 2015. The generator was returned due to detachment of components, septum plug and set screw. Visual examination revealed damage to the bottom of the septum by the setscrew, setscrew marks were observed on the inside of the septum which would indicate that the setscrew was backed out too far. The septum was also cored. The results of the visual examination would indicate that the detachment of the septum was due to user error. Review of the data in the decoder sheet revealed that the impedance value was 4000 ohms and the estimated occurrence was (B)(6) 2015. Which would indicate that the test resistor was inserted into the header and a diagnostic test was performed. Setscrew marks were also noted on the tip of the test resistor. Electrical test results showed that the pulse generator performed according to functional specifications. Other than the septum damaged condition there were no adverse functional, mechanical, or visual issues identified with the returned generator.